Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, there was no damage in the construction of the device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 0.99 ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid tumor surgery, new nim prass probe was opened as usual and connected to hospital owned nim response 3.0 and used but it was all unresponsive (there was no stimulation sound). There was no waveform displayed on the monitor when attempting to stimulate the nerve. Muscle relaxant was applied when introduced. When the spare model number was opened and used, the nim operated normally without any problems, so a defect, such as a disconnection, was suspected in the product. The surgery was completed successfully. No intervention performed. There was no patient injury.